Event description:
Approximately six patient samples with initial potassium results of 7 to 8 mmol/l, which when repeated gave normal values of 3.5 to 5.1 mmol/l. Exact patient data was not provided. No erroneous results were reported. The field service rep determined the cause of the discrepant results was due to contaminated ise reagents and potassium electrode not properly conditioned. Replaced ise reagents and kcl diluent. Performance testes were performed.